Manufacturer narrative:
Complaint is confirmed. Visual inspection identified the holes, and threads of the fastthread¿ biocomposite¿ interference screw 9 x 30 mm had flashes and scratches. The edges of the treads had deformations due to the scratches. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the graft broke in the joint because the screw might have been too sharp. The broken graft was retrieved from patient. The surgery could not be completed because the graft broke, so a second surgery will be performed on (B)(6) 2023. Update (B)(6) 2023 nroemer: further information revealed that when the graft was implanted the surgeon checked the tension and discovered that the graft was loose. When the surgeon pulled on the graft, it came along up/in the joint. The screw and the part that was in the tibia tunnel were completely removed. The rest of the graft in the joint and the femur tunnel was shaved away. An acl button from ar-1588rt is still in the patients lateral. The quadruple semi t and gracilis graft was fixated with an acl tightrope (ar-1588rt) at the proximal part of the graft and also sutured distal with suturetape (ar-7500). The distal part of the graft was fixated with ar-4030c-09.